Manufacturer narrative:
This is being filed as corneal ulcer and reduced visual acuity lasting longer than 7 days. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
On (B)(6) 2011, it was reported that the pt had corneal abrasions. This typically is not reportable, however, several attempts to f/u with the pt and the ecp resulted in a response on (B)(6) 2012 notes on the medical incident report, corneal ulcer and reduction of visual acuity lasting longer than 7 days. Along with gpc and keratitis.